Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found during testing.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding failed high-pressure alarm was unable to be duplicated although the event log verified that the sensor is functional (21 high pressure alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. The customer perception was duplicated but measurement of the sensors found them to be within specification. Service will replace the dso as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed the psi (per square inch) test. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.